Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a routine inspection an spd tech noticed black flakes coming from the angled trial handle. The item was sent back for reprocessing 3 more by ultrasonic cavitation and standard washing. The black flakes persisted and the spd staff informed me of the issue. Patient consequence? No.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.